Event description:
Pt went to the doctor's office because homecare sn was unable to flush the groshong cath. Doctor notified that the injection cap was defective and while he was flushing the catheter, it was allowing air to get in. Resulted in air embolus. Analysis: when the needle is used to aspirate or to inject through the smartsite cap, a small hole is made and air can get into the system. The caps are made to provide a needless system and syringes can be luer-locked onto the cap. The end of a smartsite cap appears to be able to accommodate a needle and, in fact, does accept a needle easily.